Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the operator encountered difficulty moving instruments inside the scope prolonging the procedure. After the procedure, it was discovered that the sponge detached from the biopsy cap and was lodged inside the working channel of the scope. A water soluble lubricant was not applied on the biopsy cap prior to use. The sponge was retrieved from the scope using a spyglass and spy-bite that were used in the procedure. The procedure was completed using the original device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the operator encountered difficulty moving instruments inside the scope prolonging the procedure. After the procedure, it was discovered that the sponge detached from the biopsy cap and was lodged inside the working channel of the scope. A water soluble lubricant was not applied on the biopsy cap prior to use. The sponge was retrieved from the scope using a spyglass and spy-bite that were used in the procedure. The procedure was completed using the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a0501 captures the reportable event of sponge detachment. Block h10: visual analysis of the returned device found that the sponge detached from the biopsy cap. No other visual defect noted on the device. Based on the analysis performed and all the information gathered from the customer and the issues observed, the user reportedly did not apply a water-soluble lubricant at the top of the biopsy cap. The instructions for use (IFU) state "to insert devices through the biopsy cap, apply water soluble lubricant to top of cap, align the device with the scope inlet and insert slowly in a straight manner. If not properly done, this may cause more friction on the system and may damage the rubber seal or the scope's working channel." Failure to follow this step may cause more friction on the system and cause damage to the rubber seal. It is possible that the detachment of the sponge was consequence of the friction encountered while introducing a device through the biopsy cap. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A labeling review was performed and, from the information available, this device was used in a manner inconsistent per the instructions for use (IFU) / product label.